Event description:
Caller reported alarm 01. There was no adverse impact to the customer¿s blood glucose level. The customer could not verify cracks on the original cartridge but indicated it was available for return. Technical support planned to issue a return for the cartridge, and the caller intended to call back once they were able to fill a new cartridge.